Event description:
Right knee revision of pca system. Patient complained for laxity in right knee. X-ray revealed loosening tibial component.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown pca tibial tray. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.